Manufacturer narrative:
The insulin pump responded properly after the battery was installed. The device was received with debris under lcd display window. No moisture damage found on electronic or motor assembly. The device had cracked case at display window corners, reservoir tube lip, and battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer's blood glucose levels were not included in the report. Nothing further reported.